Event description:
The complaint is reported as "leaking at the hub and catheter junction. Appears to be cracked." The catheter dwell time was 3 days and the insertion site was the upper arm. The catheter was removed and replaced in the upper arm at a different site. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The report of a leaking endurance catheter was confirmed through complaint investigation. The customer returned one, endurance catheter for analysis. Signs-of-use in the form of biological material were observed inside the catheter body. Visual analysis revealed that the catheter body was pinched/kinked directly adjacent to the juncture hub. Microscopic examination confirmed the damage and revealed that a hole had formed right at the location of this kink. The kink in the catheter body measured approximately 0.5mm from the juncture hub, and the total length of the catheter body measured 84 mm, via calibrated ruler which is close to the nominal value 85mm per catheter graphic. The outer diameter of the catheter body measured 0.0422" via calibrated micrometer, which is within specification of 0.041"-0.045" per catheter extrusion product drawing. The catheter was functionally tested per the IFU provided with this kit: "attach a 10 ml syringe filled with normal saline for injection. Flush catheter gently". When the catheter was flushed with a lab inventory water filled syringe, water leaked from the distal tip and the crack at the kink. Additionally, the IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". The IFU also states, "allow insertion site to dry completely prior to applying dressing". The IFU also states, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. The root cause has not been determined at the time of this report. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as "leaking at the hub and catheter junction. Appears to be cracked." The catheter dwell time was 3 days and the insertion site was the upper arm. The catheter was removed and replaced in the upper arm at a different site. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).